Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal ultrabag therapy for peritoneal dialysis (pd). At the time of this report, the action taken with dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized. On (B)(6) 2012, the patient began remedial therapy for the peritonitis with fortum (0.675gm ip) and vancomycin (0.150gm ip) frequencies not reported. This peritonitis event was resolving.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.